Event description:
Hospital advised that the nurse hung a 250cc bag of levophed and replaced the disposable administration set being used for the infusion. The rate was set at 8 mg/hr. Rate was subsequently decreased to 5cc/hr. Within one minute the nurse observed the fluid was running very fast. The patient received 30 to 50ccs of levophed. The patient's blood pressure increased from 50 to 300. There was no patient consequence.